Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 480 mg/dl at the time of incident and current blood glucose level was 250 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer also reported that the reservoir had leak from barrel or o rings. Customer stated that the insulin pump was expose to moisture. Customer stated that there was not an air bubble in the reservoir. Troubleshooting was performed for leak. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.(B)(4).